Event description:
This pt required several months treatment in intensive care for uncontrolled iddm management. The pt was initially fed through a nasogastric tube, but a peg tube was placed in 2003. The peg plugged frequently since may. A diagnostic egd showed that the internal retention dome had grown into the stomach tissue, explaining the history of tube clogs. A decision was made to leave the peg in place, but to resume enteral feeding through a nasogastric tube. By the end of 2003, the stoma was abscessed requiring incision and drainage, but the peg was left in place. The physician stated that "intervention as surgery to dis-insert the tube did not seem reasonable taking into account of the context." The nasogastric tube feeding was discontinued due to poor toletance. The pt developed septic syndrome and expired nine days later.